Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the balloon ruptured after two weeks of placement. The procedure was repeated with another device from an unknown manufacturer. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. A functional evaluation of the returned device revealed a burst balloon. A microscopic examination of the balloon did not give any evidence of the cause of the failure. The active balloon length was within specification limits.